Event description:
It was reported that atrial base pacing produced ventricular pacing morphology on the electrocardiogram (EKG) due to a possible lead dislodgement. It was also reported that p-waves were unable to be sensed. It was further reported that the patient presented for routine interrogation and the EKG, electrogram (egm) and marker channel showed ventricular safety pacing in operation. Therefore threshold testing was performed in two settings (adi and vvi) and atrial sensing test performed at the most sensitive settings in bipolar and unipolar modes. Programming was set to vvir and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.